Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 80% stenosed, 3.0x45mm target lesion located in the severely calcified and severely tortuous mid to distal right coronary artery (rca). After pre-dilation, a 3.0x32mm promus element stent was implanted in the mid rca and it was noted that the stent was well apposed. Next, the physician tried to advance a 3.0x16mm promus element through the previously implanted 3.0x32mm promus element stent to overlap distally, but it would not cross. When the physician pulled back the 3.0x16mm promus element, it got stuck in the edge of the previously implanted stent and was damaged. The 3.0x16mm promus element stent was snared and removed successfully. There was no damage or migration of the 3.0x32mm promus element. The physician successfully completed the procedure by implanting a 2.75x16mm promus element. There were no patient complications and the patient status is good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 80% stenosed, 3.0x45mm target lesion located in the severely calcified and severely tortuous mid to distal right coronary artery (rca). After pre-dilation, a 3.0x32mm promus element stent was implanted in the mid rca and it was noted that the stent was well apposed. Next, the physician tried to advance a 3.0x16mm promus element through the previously implanted 3.0x32mm promus element stent to overlap distally, but it would not cross. When the physician pulled back the 3.0x16mm promus element, it got stuck in the edge of the previously implanted stent and was damaged. The 3.0x16mm promus element stent was snared and removed successfully. There was no damage or migration of the 3.0x32mm promus element. The physician successfully completed the procedure by implanting a 2.75x16mm promus element. There were no patient complications and the patient status is good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).